Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The complaint device will reportedly not be returned to maquet cardiac surgery for investigation; therefore it could not be evaluated. A warehouse search was performed using sap and no inventory was found for the subject lot. A retain sample from a similar lot (lot # 25094978) was fully tested and found to be acceptable. A lot history record review was completed for the reported product long number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).